Event description:
It was reported that the insulin pump alarmed 15 or 16 no delivery since school started last (B)(6) 2014. Customer's blood glucose was unknown. Customer declined to do troubleshooting due to patient currently at school. Customer does not want to return the sets and reservoirs for analysis. The customer was advised to monitor the insulin pump and to call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).